Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The inner body was bent at 14cm from the hub, outer catheter was kinked at 7.5cm and 55cm from the proximal end, distal end of the outer catheter was bent, twisted (deformed). The stent was found to be partially deployed. The distal tip of the delivery catheter was noted to be flattened. There were no other anomalies observed. During functional evaluation, inner body and outer catheter were flushed and blood exited from the outer catheter. Due to the damages observed to the catheter, the inner body was not able to be advanced in order to deploy the stent. Information from the complaint indicated that the target area was noted to be tortuous with 90% stenosis and calcification, which may contributed to the damages on the device. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had partially deployed. No consequences to the patient were reported.